Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. Through follow-up communication with a livanova technician, it was learned that the e15 error was confirmed as reported by the customer and has been resolved. The repair of the device is still in progress since also a leak was detected during the ongoing repair activity. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
The e15 error was confirmed and resolved by replacing the complete front panel.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during priming, after turning the unit on, smoke came out from the electronic gas blender and it stopped working. After restarting, the gas blender displayed alarm fault in ad transformer (e15). There was no patient involvement.